Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information: upon initial evaluation of the device on 31jul2019, the dilator was found to be separated inside of the sheath.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the device history record, documentation, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, drawings, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned packaging confirmed that one used flexor high-flex ansel guiding sheath was returned in two sections for investigation. The first section contained the check-flo valve and 50cm of sheath tubing. Approximately 6cm of tubing was elongated at the separation point. The second section was stuck on a balloon catheter and measured 12cm with 9cm of elongated coiling at the separation site. There was also 6cm of separated coil returned free standing. The proximal end of the dilator was returned as well measuring 13cm. The hub of the sheath was removed confirming that the distal section of the dilator was lodged inside. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Based on the information provided and the examination of the returned product, investigation has concluded that this event cannot be traced to the device but to the patient¿s condition. Reportedly, the patient¿s anatomy presented scarred, torturous, and calcified. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Patient reference (pr) (B)(4) was created from (B)(4) to capture the additional failure of dilator separation noted in the dfa. (B)(4) will be reported under (B)(4) as they involve the same device/same patient/same procedure. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation, non-healthcare professional. PMA/510(k) number, pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram involving a female patient of unknown age with a history of a previous endarterectomy procedure, a flexor raabe guiding sheath separated five inches away from the distal end, in the middle of the device, upon removal. Access was obtained in the right common femoral artery for use in the left superficial femoral artery. Unknown manufacturers' balloons, wire guides, and catheters were used during the procedure, as well as another manufacturer's atherectomy system and two cook zilver bare metal stents. The sheath was reportedly in place for approximately one hour. The procedure had already been completed successfully at the time of the event. The patient's anatomy was reportedly scarred, tortuous, and calcified. Resistance was reported upon removal of the device. The physician reportedly "briefly" tried to remove the sheath without the dilator, then attempted to insert the dilator which would not "go in all the way"; therefore, the sheath and dilator were removed as a unit "to some extent". The unknown wire was in the lumen of the device at the time of the event. Scissors were used in attempt to grasp the portion of the sheath within the patient's anatomy, but it was unsuccessful. The separated portion of the device was retrieved with an unspecified balloon. The patient's outcome was reported as "fine". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.